Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 04/29/2015: lot 131007: (B)(4) inserts produced and released on 03/08/2013. No anomalies found related to the problem. To date, 9 inserts of the lot have been sold without any similar issue. On 04/09/2015, the medical affairs director made the following analysis of the case: the prosthesis is well implanted and properly aligned. Everything seems in perfect order. It is not defined how tight the joint should be after a gmk sphere operation. Given the excellent stability of such design, a pt with very good ligaments could probably be left with a slightly more loose joint, however, the right compromise between stability and joint flexibility is always difficult to achieve. The gmk sphere offers insert thickness that differ by only 1 mm, so it is to be expected that this pt, after insert replacement, will enjoy a stable knee with good articulation.